Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed no signs of clinical use or evidence of blood. A visual inspection was performed; there were no nonconformities observed. A mechanical evaluation was performed. The blade operated smoothly and was able to cut three polymer reference vessels cleanly without difficulty. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The testing above was repeated using the maximum recommended setting of 30 and no electrical failure was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported complaint was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 would not work so the user changed extension cords three times, but it still would not work. A replacement device was opened and work with all three extension cords. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 would not work so the user changed extension cords three times, but it still would not work. A replacement device was opened and work with all three extension cords. The hospital did not report any patient effects.